Event description:
It was reported that the pt underwent spinal surgery from t2 to l1. During insertion of the set screw, using a derotation maneuver with the reduction extenders, all three set screws had their leading edges make a cracking noise and stripped upon insertion. All three screws were removed. No pt complications were reported.

Manufacturer narrative:
(B)(4): the set screws were returned for eval. The thread crest was damaged or sheared off; this damage appears to have initiated at the start of the thread and consistent around the thread. Analysis findings are consistent with crossthreading. A review of the device history records did not identify any applicable non-conformance to spec.